Manufacturer narrative:
Product event summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Concomitant: product ID 5076-52 lead implanted: 2010-(B)(6); product ID 5076-45 lead implanted: 2010-(B)(6). This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
The device was returned to the manufacturer after being explanted due to an associated lead and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.